Event description:
Reportable based on the product analysis completed on (B)(4) 2014. It was reported that during a percutaneous intervention (pci) procedure, the stent was unable to cross the lesion. The target lesion was located in the right coronary artery(rca). The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable. However, the returned product analysis revealed that the stent dislodged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a tactile and visual examination found no defects on the balloon and tip sections of the device. There were various hypotube kinks. The stent was not returned with the unit. There was evidence of crimp marks, indicating that the stent had been crimped in the correct location during the crimping process as the impression of the stent can be seen on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).